Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: staples appeared to form correctly during procedure, but post-op, patient showed symptoms that required the surgeon, to bring the patient back to stop bleeding along staple line. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was unanticipated blood loss of more than 250cc. There was a delay over 30 minutes.